Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The downloaded history file shows on (B)(6) 2017 an off no power alarm was triggered and the original battery was left inside the battery tube. Then 67 days later, a battery change was performed. The pump had an expected battery out limit alarm with the pump's time resetting to factory default and triggering the displayable history crc check failed alarm. The customer performed a time/date change, old value 01/01/12 00:27:14 to new value 02/13/18 15:07:00. Unit had displayable history crc check failed alarm in the alarm history screen due to corrupted history file. Unit had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 on 10 pm due to a high blood glucose level of 850 mg/dl, the customer's current blood glucose level 132 mg/dl. Customer experienced symptoms related to their septicemia, kidney infection and high blood glucose. The customer received pump error alarm. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was manual injections . The customer was assisted with troubleshooting and declined for high blood glucose the customer was released on couple of days ago. The insulin pump was replaced or returned for analysis.